Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, equivalent patient outcomes were seen for both procedure types.

Event description:
Received an article titled: comparison of peritoneal closure versus non-closure in laparoscopic trans-abdominal preperitoneal inguinal hernia repair with coated mesh. The article reported the outcomes of peritoneal flap closure versus non-closure in inguinal hernia repair. Per the article, adverse events included small bowel obstruction, pain, seroma, hematoma, infection and recurrence.